Event description:
It was reported that the cord of the footswitch was burned and fell off. This was noticed before the procedure; therefore, no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and revealed the cord is not burnt but rather scuffed up and is still attached. Complaint of overheating could not be reproduced. The foot-switch passed functional testing. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.